Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. Burns were confirmed on the forceps base of the equipment, but there were no indications of buckling or foreign matter in the insertion part or forceps channel. Therefore, it is possible that the insertion of the treatment tool is hindered by the deformation of the tip due to the burning of the forceps base. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited forceps cannot be inserted. There were no reports of patient involvement.